Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of pacing lead the helix could not be advanced even after many turns. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.